Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: as per customer's complaint of wireless footswitch mode button is sticking, unit was evaluated and the button was stuck because of dents found on the metal part of the mode button. To correct the problem; the mode button was cleaned and all debris were removed to release the button. Unit passed all testing. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative the wireless footswitch mode button is sticking. It was during an unknown procedure. The procedure was completed with this device and there were no patient consequences reported. The device will be returned.